Manufacturer narrative:
On september 25, 2024, mentor received additional information indicating that the surgeon removed the implant and tried to filled it back up to check for leaks but was unable to find leak. It was stated that this meant that the implant had a faulty valve.

Manufacturer narrative:
On october 15, 2024, the product investigation summary was updated with the following statement: additionally, no leaks were observed from the valve system.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 200cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was suspected with right breast implant deflation. As a result, the patient underwent breast implant removal surgery on (B)(6) 2024. During the removal, no punctures was identified on the implant but there was concern for possible valve issue. The implant was replaced with a saline implant.

Manufacturer narrative:
On september 19, 2024, the mentor failure analysis lab received the device for evaluation. On september 23, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample, determined that the sal smooth rnd diap 200cc breast implant was found to be deflated. A tear is extended approximately 2.5 cm from the posterior to the anterior view. The surgeon stated that he cut the breast implant later to expel the fluid. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.